Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that "no message appears," when scanning the adc freestyle libre 2 sensor. As a result, the customer experienced lethargy and was unable to treat themselves. Emergency services were called, and the customer was provided unknown hcp medical treatment. Additionally, emergency services removed and replaced the sensor. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported that "no message appears," when scanning the adc freestyle libre 2 sensor. As a result, the customer experienced lethargy and was unable to treat themselves. Emergency services were called, and the customer was provided unknown hcp medical treatment. Additionally, emergency services removed and replaced the sensor. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed on the returned reader and no issues were observed. Communication was attempted between returned reader and sensor. The reader successfully communicated. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.